Event description:
The contralateral system prematurely deployed before the graft limb was properly positioned. The graft limb was repositioned and secured with the use of a stiffer guide wire and an aortic balloon. The graft was implanted successfully.